Event description:
The facility's clincial engineer reported an infusion pump with an 810:11 failure code on channels a and c. The clinical engineer stated to baxter customer service that it is unknown if the failure occurred during patient use, but stated they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, age of patient, medication involved, tubing product code, infusion rate or the set up of the infusion device. Additional contact information was requested but not additional contact was provided.